Event description:
Pt was revised to address suspected alval case with lots of watery, pus-like substance around the joint. When revising, the cup was very loose and came out easily.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.